Event description:
It was reported that an angio-seal was selected for use after a coronary intervention. A pre-deployment angiogram was performed. Approx 1 to 1-1/2 hours post angio-seal deployment, the pt became confused and was unable to speak with her husband on the telephone. The decline in mental awareness lead to further assessment. The pt's blood pressure dropped 20mm and her hemoglobin decreased from 12.0 to 11.0. A CT scan confirmed retroperitoneal bleeding. The pt was admitted to the hosp overnight. The pt's hemoglobin was 9.6 the next morning and rec'd no intervention or blood transfusion. The pt was discharged and reported to be stable.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude med, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.